Event description:
When preparing to place the cirq arm 1.4 inside its storage case, the device was held by the user with one hand, balanced in a vertical position and resting on top of the storage case. While unlatching the storage case, the cirq arm became unbalanced and pivoted around in the vertical axis, causing strain on the user's right shoulder that resulted in a dislocated shoulder. - the apparently unexpected overbalancing of the cirq arm 1.4 caused a dislocation of the user's shoulder. - the user received immediate medical attention by ER physician with confirmation of dislocated shoulder. - there was no other harm or negative effect to the user reported, also no further medical/surgical remedial actions necessary, done or planned. - for avoidance of doubt: there was no surgery or patient affected by this issue, the event occurred independently of a surgery.

Manufacturer narrative:
B2, h1: a risk to the user's health could not be excluded for these specific circumstances, since the apparently unexpected overbalancing of the cirq arm 1.4 caused a dislocation of the user's shoulder, despite according to the information available: - the user received immediate medical attention by ER physician with confirmation of dislocated shoulder. - there was no other harm or negative effect to the user reported, also no further medical/surgical remedial actions necessary, done or planned. - for avoidance of doubt: there was no surgery or patient affected by this issue, the event occurred independently of a surgery. There is no indication of a systematic error or malfunction of the device. Corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place. H6: according to the results of the brainlab investigation and the information provided by the user, it can be concluded that the root cause of the unexpected overbalancing of the cirq arm 1.4, which led to the dislocated shoulder of the user, was a use error in the handling of the device there is no indication of an error or malfunction of the device. Corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this user.